Event description:
Philips received a complaint by the customer on the v60, indicating that a patient circuit occluded alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a patient circuit occluded alarm had occurred. The unit is being sent to bench for repair. Device evaluation and repair are pending.

Manufacturer narrative:
H10: it was reported that a patient circuit occluded alarm had occurred. The unit is being sent to bench for repair. Bench repair was later cancelled. No further work provided by philips. Bench repair was later cancelled. No further work provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.